Event description:
It was reported to baxter that a flogard infusion pump displayed alarm 49 when it was powered on. Process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem of failure code 49 was confirmed during the sample evaluation. The cause of the reported problem was identified to be an inoperative main battery. To resolve the reported problem, the main battery was replaced. If additional information becomes available, a follow-up report will be submitted.